Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, ls spine demonstrated presence of twelve filter legs. Approximately two years later, CT revealed presence of eleven filter legs. Approximately nine years later, the filter was retrieved successfully using french sheath. The gross inspection of the filter revealed five short and six long legs attached to the filter. Approximately two months later, CT revealed linear density in the region of the right ventricle (abutting or in the right ventricular anterior wall) which has a "v" or "w" configuration, each linear component measuring 1.5 cm. This may represent the missing strut or possibly two closely abutting struts of the inferior vena cava filter. However, this was unchanged in location since the CT examination of (B)(6) 2011 at which time the patient had an infra renal ivc filter in place. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is unconfirmed for filter migration as the medical record states the filter was retrieved from the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and migrated entirely to heart. The device was removed percutaneously. It was further reported that the detached strut still retained in ventricle of heart and the patient experienced chest pain; however, the current status of the patient is unknown.